Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that on (B)(6) 2013 the patient reported to clinic with complaints of pain at his driveline exit site, fatigue, generalized weakness, and non-productive cough. Although blood cultures were drawn and ultrasounds of the driveline exit site results were negative, the patient was admitted to the hospital with a diagnosis of worsening heart failure and driveline infection. A computed tomography (CT) scan of the chest, abdomen and pelvis, and chest x-ray were all negative for infection but revealed a non-occlusive posterior mural thrombus in the outflow graft of the pump. The patient received intravenous lasix and vancomycin. The patient was discharged home on (B)(6) 2013 in stable condition. On (B)(6) 2014 the patient was readmitted to the hospital with complaints of fatigue and increased pain and erythema at the driveline exit site. A CT scan of the chest/abdomen again revealed a chronic thrombus in the pump outflow graft tract which was extraluminal and did not affect the standard outflow graft diameter of 10 mm. There was no evidence of embolic complications. The patient reportedly had normal flows and no alarms during this time. He was administered intravenous heparin in the intensive care unit (ICU) and his coumadin dose was adjusted before being discharged on (B)(6) 2014. The pump remained implanted in the patient, the device was not returned to the manufacturer for analysis. Review of the controller log files around november 07, 2013 could not confirm the reported event, parameters were within normal operation and no alarms have been logged in the last 14 days of available data. There were no log files available around march 03, 2014. A review of the device's manufacturing records indicated that the unit met all the internal requirements prior to the quality assurance release process. Although a definitive root cause and relationship to the device cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Driveline site infections a known potential adverse event associated with the use of all vads as outlined in the instructions for use (IFU). The IFU and patient manual address guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Corrected data : (outcomes attributed to adverse event) - patient death was captured under MFR report#: 3007042319-2016-00259. (Date of event). (Type of reportable event). (Patient code).

Manufacturer narrative:
The product remains implanted in the patient, therefore it will not be returned. Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.

Event description:
Approximately fifteen months post hvad implantation the patient reported to clinic with complaints of pain at his driveline exit site, fatigue, generalized weakness, non-productive cough. Blood cultures were drawn and ultrasounds of the driveline exit site results were negative. Later that day the patient was admitted to the hospital with a diagnosis of worsening heart failure and driveline infection. A CT scan of the chest, abdomen and pelvis, and chest x-ray were all negative for infection. The CT scan did; however, reveal a non-occlusive posterior mural thrombus in the outflow graft of the hvad. No treatment for the thrombus was administered at that time; however, the patient did receive intravenous lasix and vancomycin. He was discharged home several days later in stable condition. Approximately three and a half months later the patient was readmitted to the hospital with complaints of fatigue and increased pain and erythema at the driveline exit site. A CT of the chest/abdomen revealed a chronic, extraluminal thrombus in the hvad's outflow graft tract resulting in a sixty percent occlusion. The thrombus had a diameter of 10 mm, with no evidence of embolic complications. The patient reportedly had normal flows and no alarms during this time. He was administered intravenous heparin and his coumadin dose was adjusted before being discharged home six days later. Approximately two months later during a scheduled clinic visit the patient's inr was reported to be greater than 7. Though he was instructed by medical staff to hold his anticoagulant therapy and reportedly continued to take his coumadin. Three days later the patient suffered a hemorrhagic cerebrovascular accident while alone at home. He was discovered by a friend unresponsive, with his hvad stopped because the batteries needed to be changed. The friend reconnected the patient to both power sources before calling emergency medical services. An analysis of log files indicated that the patient had been without power for more than seven hours. The patient was transported to a local hospital where he was admitted to the neurological ICU for treatment. Upon admission, a CT scan of the head revealed a massive head bleed. Sometime later he was transferred to his implanting facility where the decision was made by the medical team to withdraw support. The patient expired shortly after. The vad technician on site reported that there were no issues with the patient's equipment. Investigation is ongoing.